Event description:
It was reported that the catheter was being placed in the pulmonary intensive care unit in either the pt's (B)(6) or subclavian. At which time, the spring wire guide (swg) became unraveled and the clinician's finger was cut by the wire. There was no medical intervention required as she stated it was like a paper cut.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.